Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient kept seeing a 'device not responding' message when trying to connect to their ins. They stated earlier that day, (B)(6) 2021, they had a return of symptoms and wanted to adjust their stimulation settings. Their diarrhea had returned, and they could no longer feel their stimulation. They confirmed during their trial the therapy worked "perfect," but now their device would not work. The patient clarified this to mean they could not connect to their ins. They connected their communicator to their a10e handset and were able to connect to their ins while they were practicing after their surgery. On the date of the call, they were not able to connect their ins to their handset and communicator. When they tried to connect to their ins, the patient only kept seeing 'device not responding/found' messages. External device usage and therapy expectations were reviewed. With help, the patient continued to try and place their communicator over their ins to no avail. When feeling for their ins, they stated they could feel what felt like their ins underneath their incision. They confirmed they were using the micro my therapy application, and were placing the blue side of their communicator towards themselves. It was recommended they give their incision area some time to heal before trying to connect again so they could adjust their stimulation. They stated they would continue to take their anti-diarrhea medication until they could adjust their stimulation. They were sent the therapy guide with pictures of their a10e handset, as their literature had pictures of the other handset they had used during their trial. They were redirected to either call back, or follow up with their healthcare provider once their incision had healed to attempt to communicate to their ins. Five days later, the patient called back to report that after implant, their symptoms were improved, they said "just perfect," but in the past couple of days, it did not seem to be working. The day of the report, they drove to the post office, and liquid leaked out and they felt stimulation inside their rear all the time. They asked if they could change to one of the other programs they may have access to. It was reviewed that often doctors allowed patients to increase on the program they were set on, but they should check with their doctor before making any program changes. Some general system therapy and stimulation sensation education information was reviewed, and it was recommended the patient keep a diary and call their doctor for guidance about changing programs. The patient's relevant medical history included that they have colitis, and prior to getting the implanted system, they had been taking fiber, but stopped taking fiber when they got the implant. They also reported during christmas time they had been eating crappy food. They were redirected to follow up with their healthcare provider to further address the issue. The patient noted they had their follow up appointment scheduled for (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). They reported that they charged successfully the day after they were implanted but the next time they attempted to charge (around 3 days later) they ran into issues charging and has had issues ever since. Pt stated initially at the top of the call that they thought their battery was really messed up and had had spent 13 minutes on hold trying to connect and received a service code 9766 but then it started looking for the ins, found it for 10 seconds after 7 minutes of beeping and then lost it again and then after 2 minutes of searching they were finally able to connect to charge. Pt stated they were currently charging at the top of the call and they were able to successfully completely charge the ins by the end but they wouldn't dare let the ins get below 60%. Pt stated they charged 2 times a week as a result because the connections were terrible and it took them over 2 hours to charge. Pt had written down all the service codes they'd received and reported the 1707 from this event as well as that they received the 1707 again and requested the meaning of the service codes. Reviewed the meaning of the codes and pt stated that pretty much as soon as they were implanted and removed their bandages, they had a lump at the ins site. Pt stated when "the padding came off" after the procedure, the lump was there right under their skin, though it was a little smoother now. Pt stated they wondered if the ins had been "crushed" or more likely that the lump was scar tissue because their "body just does that" (forms scar tissue). Pt stated initially they weretold they wouldn't feel the ins and that they would do 450 pound leg presses (because they were told they could do them) with their waist pressing against the seat and the lump would "hurt like crap," so they stopped doing that. Pt stated they'd made an appointment with their managing hcp for tomorrow ((B)(6) 2022) to discuss potentially replacing the rechargeable system with the recharge free interstim x because they believed they'd made a huge mistake in getting the micro and all that was involved with charging it. Pt stated 2 medtronic representatives had told them about the interstim x. Pt stated they traveled all around the world and had to carry a "makeup bag" of accessories with them and that it hadn't been a good experience. Pt stated they had initially gotten the implant for their bowels but amazingly, it dramatically changed their bladder too, that their bladder worked way way way better so it was a win all the way around in that respect. Pt also stated a confusing comment that the only ambassador they ever talked to told them to keep turning up the number/strength and so their "butt" for about 8 months hurt a lot so they actually turned the therapy off, thinking their muscles had worn out, and thought they'd leave it off for a week but after 5 days they'd gotten liquid diarrhea so they turned it back on and that "this thing helps all the way around" for their symptoms. The patient stated that even before they put the interstim in, urine used to come out of their bladder even thought they'd done a surgery to make the hole bigger in it and stated they didn't realize a bladder would swell up when you had to pee because their urine used to never stay in prior to the implant. Pt also stated that they took 3 anti-diarrheal pills a day and 6 times the amount of fiber that was recommended in addition to using the interstim. Pt stated that they also did yoga and abdominal exercises.

Event description:
The patient called in again and reports they had a 1707/coupling issues error that started (B)(6) 2021. Pt reports recharger would lose connection if pt leaned back into chair. The following troubleshooting steps were performed; reset the recharger, dismissed code 1707, repositioned the recharger . The troubleshooting steps that were taken on the call resolved the issue. Pt reports saw charging screen and battery fully charged. With regard to the previous report the patient spoke with agent about recharger and was told they just had recharger in the wrong spot. Agent reviewed recharger general use again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who stated the inability to connect to ins, to change settings, sudden return of symptoms was not known. They tried to charge, it still wouldn't connect. They turned off all of the external equipment, restarted and then was able to connect to the stimulator to resolve the issue.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient kept seeing a 'device not responding' message when trying to connect to their ins. They stated earlier that day, (B)(6) 2021, they had a return of symptoms and wanted to adjust their stimulation settings. Their diarrhea had returned, and they could no longer feel their stimulation. They confirmed during their trial the therapy worked "perfect," but now their device would not work. The patient clarified this to mean they could not connect to their ins. They connected their communicator to their a10e handset and were able to connect to their ins while they were practicing after their surgery. On the date of the call, they were not able to connect their ins to their handset and communicator. When they tried to connect to their ins, the patient only kept seeing 'device not responding/found' messages. External device usage and therapy expectations were reviewed. With help, the patient continued to try and place their communicator over their ins to no avail. When feeling for their ins, they stated they could feel what felt like their ins underneath their incision. They confirmed they were using the micro my therapy application, and were placing the blue side of their communicator towards themselves. It was recommended they give their incision area some time to heal before trying to connect again so they could adjust their stimulation. They stated they would continue to take their anti-diarrhea medication until they could adjust their stimulation. They were sent the therapy guide with pictures of their a10e handset, as their literature had pictures of the other handset they had used during their trial. They were redirected to either call back, or follow up with their healthcare provider once their incision had healed to attempt to communicate to their ins. Five days later, the patient called back to report that after implant, their symptoms were improved, they said "just perfect," but in the past couple of days, it did not seem to be working. The day of the report, they drove to the post office, and liquid leaked out and they felt stimulation inside their rear all the time. They asked if they could change to one of the other programs they may have access to. It was reviewed that often doctors allowed patients to increase on the program they were set on, but they should check with their doctor before making any program changes. Some general system therapy and stimulation sensation education information was reviewed, and it was recommended the patient keep a diary and call their doctor for guidance about changing programs. The patient's relevant medical history included that they have colitis, and prior to getting the implanted system, they had been taking fiber, but stopped taking fiber when they got the implant. They also reported during (B)(6) time they had been eating crappy food. They were redirected to follow up with their healthcare provider to further address the issue. The patient noted they had their follow up appointment scheduled for (B)(6) 2022.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.